Event description:
A surgeon reported that three months after a glaucoma filtering shunt was implanted, the patient's intraocular pressure increased. The surgeon reported that it seemed the lumen of the shunt was clogged by brown material such as iris or blood. Surgical intervention is being considered, but is not yet planned. The surgeon was unwilling to provide further info.

Manufacturer narrative:
Evaluation summary: no data regarding product identify was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned, the root cause cannot be determined. The surgeon was unwilling to provide further info. (B)(4).